Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced acute respiratory distress and that required intubation. Following intubation, the patient's oxygenation remained poor and their family chose to withdraw care. The patient expired due to congestive heart failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, worsening heart failure, and death known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of respiratory dysfunction or worsening heart failure event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient experienced acute respiratory distress and that required intubation. Following intubation, the patient's oxygenation remained poor and their family chose to withdraw care. The patient expired due to congestive heart failure.